Manufacturer narrative:
(B)(4). Batch # p94l2d. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11 and performed as expected. The device was disassembled and it was found that there was a cracked internal component; the y-link. This rendered the clamp arm non-functional. In addition, it was also found that the closure indicator was bent and not making contact with the moving trigger. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the tip of the device was not closed by grasping a trigger during use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.